Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to patient use, an unspecified volume of solution leaked from the reported secondary line of the tubing set. No specific details were provided. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.